Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and discharged on (B)(6) 2020 due to being unable to drain on the cycler or on manuals and feeling full. The patient indicated being told the pd catheter (not a fresenius product) was blocked. The patient reported surgical intervention was not required to correct the blockage, however the specifics regarding what measures were undertaken were not provided. The patient reported resuming ccpd therapy utilizing the same liberty cycler without issue and has recovered from the event(s). Per the patient, the event(s) was unrelated to the utilization of any fresenius product(s) and/or device(s). Additional information was requested, however it was not available. Based on the available information, the patient's liberty cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty cycler at home, without any reported issues of machine malfunction or deficiency. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).